Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured textured implants. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Brown particles observed on the surface of the shell.

Event description:
Healthcare professional reported right side ruptured textured implants. Capsulectomy performed. Device has been explanted and replaced with a non-allergan device.